Manufacturer narrative:
(B)(4). The lot # 3000252562 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). After releasing the seal into the blood vessel, the seal also came out when the delivery device was pulled. They have used the same product as a spare and have been able to use it safely. There is no health hazard to the patient.

Manufacturer narrative:
Tw ID#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.